Event description:
It was reported the device displayed the elective replacement indicator (eri) message and it is unknown if the device depleted prematurely. As a result surgical intervention was undertaken wherein the ipg was explanted. Follow up identified the patient was doing well postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.